Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty (pta) treatment, a balloon detachment occurred. The physician met resistance while trying to remove the protective sheath/cap from the 4.0mm x 1.5cm x 140cm spcb flextome monorail cutting balloon, at which time the balloon portion of the catheter separated. There was no patient contact. The procedure was completed with another of the same device. No patient complications were reported the patients¿ status was reported as good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned in two sections as a result of a break in the shaft. The break was located at the exchange port approximately 24.7cm from the catheter tip. The device was returned with the balloon protector attached. It was not possible to pull a vacuum on the device as the shaft was detached. The balloon protector was removed successfully with slight resistance. There was no damage to the balloon or blades. All blades were present and fully bonded to the balloon surface. The tip of the device was visually and microscopically examined and no issues were noted with its profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).